Event description:
Alleged the account has had three tripping incidents involving the bed's patient pendant. No injuries were reported.

Manufacturer narrative:
The patient pendant cord represented a potential trip hazard for the patient or the caregiver. Hill-rom consignees were notified of this hazard, via a letter dated 08/10/2006, that included a package with installation instructions, materials and labels to modify the beds. See recall #z-0017-2007. Hill-rom received a return response from this facility dated 10/10/2006, indicating, due to their room configuration, securing the pendant to one side of the bed was not practical. New "c" version cables have been ordered to replace the facilities patient pendants.